Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side implant rupture. Device has been explanted.

Event description:
Healthcare professional additionally reported removal due to "textured."

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified underweight device, a broken shell, crease fold, missing. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp opening on posterior assessed as an unidentified tear opening, and a piece of the shell is missing assessed as inconclusive.